Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in the (B)(6) reported ¿I almost lost my sight and ended up in the hospital for almost 3 weeks¿ while wearing an unknown acuvue brand contact lens. The pt reported using ¿56 eye drops a day¿ and had to have ¿swabs¿ and ¿dye¿ every day. The pt reported eye pain and scarring, but advised the eye is better. Pt reports there was a ¿bacterial in the water.¿ on (B)(6) 2019 the pt was contacted and confirmed wearing 1-day acuvue® moist® brand contact lenses at the time of the event. No additional medical information was provided. On (B)(6) 2019 a call was placed to the pt for additional information. The pt sent a response via text and didn¿t respond to phone calls. The pt was admitted to the hospital on (B)(6) 2017 and was under specialty team for nearly 3 weeks. The pt reported a diagnosis of corneal ulcer (affected eye not provided) and had an excess of 53 eye drops a day, gentamycin, a drop to dilate the pupil and another drop (details not provided). No additional medical information provided. On (B)(6) 2019 additional information was provided via pt email: the pt reported the symptoms began on (B)(6) 2017. The pt reported photophobia, tearing and eye pain (affected eye not provided) and visited the hospital on (B)(6) 2017. The pt reported ¿two bugs were found in eye¿ and the ¿ulcer was over the cornea.¿ in the hospital the eye drops (gentamycin, drop to dilate pupil and another eye drop) were instilled ¿two drops every 30 minutes for almost 2 weeks.¿ the eye was ¿scraped twice and the pain was terrible.¿ the pt could not see for a long time from the affected eye, but my eyesight is back with a ¿higher spec of glasses.¿ the pt reported the vision ¿improved higher spec of glasses now when it gets dry it plays up but u have my sight which they were worried I would lose.¿ a medical interview was requested, but nothing additional has been received from the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3821590101 was produced under normal conditions. The suspect contact lens was discarded. No evaluation can be conducted. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pts treating ecp. If any further relevant information is received, a supplemental report will be filed.